Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the charge button test during the operational check. There was no patient involvement as this occurred during testing.